Manufacturer narrative:
The insulin pump alarmed with a button error, followed by unresponsive buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Battery out limit and low battery alarms could not be verified, due to button keypad anomaly. The device was also received with a cracked case at display window corners, cracked reservoir tube and reservoir tube window, as well as minor scratches on the display window and a missing end cap sticker.

Event description:
The customer called and reported that the buttons on the insulin pump were not working. Customer's blood glucose was 145 mg/dl. The insulin pump may have been exposed to moisture, as customer was on a boat and the device was sprayed with water. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.